Event description:
The customer reported through email to customer service that the transformer for her pump in style breast pump completely fell apart, indicating a breach, which is a safety risk.

Manufacturer narrative:
The customer submitted this complaint through the email system and was unable to reached for follow-up to send a replacement. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product and to obtain additional information wer unsuccessful up to this point. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going.